Event description:
The customer said the strip transports and then the suspect device reads lo before blood is applied to the strip when performing a glucose test. After several strips, a result in the 200's mg/dl was obtained. Result seemed accurate. Level one control was in range. The device was replaced and requested to be returned for evaluation.